Event description:
It was observed that during the device evaluation, the subject device exhibited looseness of the light guide adapter, a broken light guide bundle, failure of the distal end. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported light guide looseness malfunction: looseness of light guide adapter and component failure of distal end of the video telescope. The event can be detected by following the instructions for use which state: inspect the video telescope for visible damage: before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.